Event description:
A medtronic representative reported that during an optical cranial biopsy, with vertek arm, registration was accurate. After the surgeon put on the sterile frame, and checked system accuracy, he noted he was inaccurate. It was stated that the patient's chin had gone to the chest and the arm had moved. The surgeon proceeded with navigation recognizing he was inaccurate. A successful biopsy was taken and tested positive for tumor. The procedure was completed with the use of the stealthstation s7 system. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Patient weight was not available from the site. Software investigation completed. Finding is that due to the report that the patient's chin had gone to the chest and the arm had moved, there was no malfunction. Software is functioning as designed.